Event description:
Sales rep reported revision surgery. Reason for revision not provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2014 - litigation received. Litigation alleges elevated metal ion levels, pain and disability. There is no new additional information that would affect the investigation. Comment: there is a doi discrepancy between litigation and what was previously reported on the der. Due to accuracy, the doi from the der will remain. Should we receive additional information, we will update if needed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.